Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery /(B)(4)/ model #: 1650 / expiration date: 2017-03-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2016-03-31 (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a critical battery and a power disconnect alarm. Additionally, the patient accidentally double disconnected the pump while dressing. The battery and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the controller and battery were not returned for evaluation. Log file analysis revealed one (1) power disconnect alarm involving (B)(4). During the power disconnect alarm a safety alert word (saw) value was recorded indicating a spurious value, indicating that a communication error had occurred. Additionally, one critical battery alarm was recorded involving an additional battery. In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. These observations are indicative of communication errors between the controller and batteries. As result, the reported power disconnect and critical battery alarms were confirmed. The double disconnect event cannot be confirmed since the event file did not cover the event date. The most likely root cause of the power disconnect and critical battery alarms may be attributed to communication errors between the controller and the batteries. The manufacturer investigated communication errors under an internal investigation. Based on the available information, a possible root cause of the double disconnect can be attributed to a disconnection of power sources, as stated in the event details, and/or intermittent connections on one or both power sources. Additional product: battery (B)(4). If information is provided in the future, a supplemental report will be issued.